Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 to 507 mg/dl. Customer experienced blood glucose level of 64 mg/dl. Customer stated that the buttons were not responding. The insulin pump will be returned for analysis.